Manufacturer narrative:
(B)(4). Corrections: common device name: changed from "stimulator, spinal-cord, implanted (pain relief)" to "stimulator, spinal-cord, totally implanted (pain relief) ". Product code: changed from "gzb" to "lgw".

Event description:
It was reported to the manufacturer that a patient had experienced an abscess during the trial phase. The patient underwent an implant of trial system on the (B)(6) 2016. The patient's trial was successful for 2 days at which time the patient reported that the system was no longer delivering therapy. The spouse of the patient proceeded to remove the tegaderm bandage and took pictures of the implant site. The sales representative advised the patient to be seen by the implanting physician. The patient returned to the physician's office on the (B)(6) and system was explanted. The patient developed abscess 7 days post implant. The abscess was treated there have been no further reported adverse events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer that a patient had experienced an abscess during the trial phase. The patient underwent an implant of trial system on the (B)(6) 2016. The patient's trial was successful for 2 days at which time the patient reported that the system was no longer delivering therapy. The spouse of the patient proceeded to remove the tegaderm bandage and took pictures of the implant site. The sales representative advised the patient to be seen by the implanting physician. The patient returned to the physician's office on the (B)(6) and system was explanted. The patient developed abscess 7 days post implant. The abscess was treated there have been no further reported adverse events.